Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2 a device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch (B)(4): event 2: event occurred in outpatient treatment facility. Report states "two catheters would not thread into vein of the patient. Blood leaking from hole inside of catheter. When catheters were removed, there were visible holes in both catheters that could be seen when flushing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: two (2) samples were submitted to the manufacturer for evaluation. The samples were subjected to leakage testing. The results of the test noted that one sample had leakage observed. This sample was noted to have a v-shape cut by the cannula bevel and the capillary had been pierced by the cannula. The second sample was noted to have no leakage, no puncture or hole at the capillary. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. This product is assembled on an automated assembly machine equipped with 100% vision system and test stations. The process cards for the reported lot number show no abnormalities. Pierced capillary most likely not appear to be attributed by manufacturing process as the defect is able to be detected and rejected by the in-line vision system. Damages induced after the assembly process is not possible since the catheter had been protected with a protective cap. Based on the investigation, it was determined that the defect is a result of user/application error. Therefore, the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.